Event description:
Novasure device did not function as expected. Alarm rang for "vacuum" and device stopped. Restarted three times for a total of 62 seconds of treatment time. The company representative was present for the case. There was no harm to the patient.